Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that the battery was low and when he changed the battery, the device was not turning on. Customer stated he has gone through about 10 batteries trying to get the display to return. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Customer called back after receiving the battery cap replacement to report that he received a failed battery test and is still having issues with the insulin pump turning on. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No battery alarms were noted. However, corrosion was noted in the battery tube. The insulin pump was received with minor scratch son the display window and cracked battery tube threads.